Event description:
Additional information received reported the patient did not have an overdose as previously reported, but an "adverse event". The reporter stated that the patient had prialt in their pump and had a psychotic episode from the medication. The pump was flushed and refilled with only dilaudid, clonidine, and baclofen. The patient was "doing well" following the event and was due to visit healthcare provider (hcp) for a refill approximately a week from (B)(6) 2012. The hcp had "not heard from the patient at all since the medication in the pump was changed". A follow-up report will be sent if additional information becomes available.

Event description:
It was reported that the patient experienced overdose with symptoms of pinpoint pupils and over-sedation following a routine refill session. The patient presented to the emergency room and was going to be admitted to the hospital. The patient received one bolus of narcan. The patient was stable, but sleepy. It was unknown if a procedure issue caused the problem; details of the procedure and programming was unknown. The physician was planning on reading the pump the next morning. The device system was used to deliver hydromorphone (dilaudid), clonidine and baclofen. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that there was no adverse event. It was noted that patient had no improvement.

Manufacturer narrative:
Product ID 8709, lot# j0056610r, implanted: 2000-(B)(6), product typ catheter. (B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).